Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was over 800 mg/dl. Customer was vomiting, slightly disoriented and dehydrated. Customer went to the emergency room and was admitted to the hospital. Ketones were present and considered as being dangerous by a healthcare provider. Customer was treated with intravenous fluids/insulin, anti-nausea medication and potassium. Customer was discharged on (B)(6) 2018 with elevated bg/ketones resolved.